Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's grandmother reported via telephone call that the customer jumped in the pool with the insulin pump and that the buttons became unresponsive and the screen frozen. The blood glucose reading was 107 mg/dl. It was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer's grandmother was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with full segment frozen display due to corroded electronic assemblies also, with corroded motor home switch, keypad traces and battery tube; unable to verify unresponsive buttons or failed battery test due to frozen display. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.